Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the ventricular lead was unable to meet the physician's expectations due to undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.